Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: our manufacturing facility received the affected sample. Upon evaluation we were able to identify foreign matter embedded in the plunger. A batch history review was performed and showed no non-conformances associated with this issue during the production of this batch. We concluded the embedded particles were produced in the screw of the injection molding machine. Due to the high working temperatures, some particles of plastic and oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particles may be detached from the screw being injected and remain embedded in molded piece. This defect does not pose any risk to the health of the patient as it is embedded in the plunger without the possibility of being detached. Investigation conclusion: sample evaluation: we have been provided with the affected sample. After the evaluation of the returned sample, we confirmed the reported issue, and identified the foreign matter as embedded contamination in the plunger. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine (B)(4) (may 14 - 17th, 2017). Syringes were assembled in lot #7132495, #7128281, #7118091, and #7112277. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the plunger lots #7132417, #7125072, #7118049, #7114313, #7089479, and #7100037 and no problems, defects or qn related to the reported issue were found. Root cause description: root cause analysis: the embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the plunger without possibility of being detached from it. Confirmation: the returned affected sample presented embedded contamination in the plunger. We could confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that before use a bd microlance¿ needles was found with foreign matter ¿when opening the packaging the hcw spotted mark on the plastic part.¿ there was no report of exposure, injury or medical intervention.